Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat uterine prolapse and mesh was implanted. It was reported that the patient had a concurrent procedure of an excision/destruction of lesion of cul-de-sac, uterus and supporting structures including peritoneal tissue, lap, lysis of adhesions of ovary and fallopian tube, amputation of cervix, and a lap. Robotic assisted procedure performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh explant on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.